Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a promus select ous mr 38 x 3.00mm stent delivery system was returned for analysis. An examination of the crimped stent identified mid-section stent damage with the stent struts lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 17-may-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 100% stenosed, 3.00x38mm, concentric, de novo target lesion was located in the severely tortuous and severely calcified right coronary artery. The lesion contained greater than 45 and less than 90 degrees bend. Pre-dilation was performed with a 2x10mm non-boston scientific balloon catheter, leaving 90% residual stenosis. A 38 x 3.00mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was abandoned. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.